Event description:
During a tfn procedure, surgeon inserted the nail as surgeon was inserting the blade, it binded and would not go through the nail. Surgeon removed the blade and the nail, selected a new nail and blade and completed the procedure with no further problems. It was noted the locking mechanism in the nail was advanced prior to the box being opened. This is 1 of 2 reports.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. A review of the raw material device history record revealed this lot met all specs. The investigation could not be completed, no conclusion could be drawn as the product is entering the complaint system.